Event description:
It was reported that during a laparoscopic gastric bypass, while using the third reload on the stomach, during the second stroke there was an increased force to fire. When the firing was completed there was a hole where the staple line should have been in the stomach. There were malformed staples present and the staples appeared to be bunched together. The blue reload was examined and appeared clear. It was apparent that during the second stroke, the staples were not pushed out; they were still in the cartridge. The drivers appeared to not be engaged. The triggers and buttons returned to their original positions. The staple line was not formed properly. The fifth overall cartridge was used. The location on the stomach was on the angle of hiss. No buttressing material was used. However, sutures were used to over sew the gap in the staple line where the hole was apparent. The surgeon sewed the omentum to stomach as a reinforcement patch. Two white and two blue cartridges were used before this event. The event happened on the third blue cartridge used. No unusual noises were noticed. There was an increased force to fire the device. The surgeon commented that it felt as if he went over the ng tube but the tube had already been withdrawn from the pt. There were no apparent leaks noticed after the repair. The pt experienced more than average bleeding. Small blue and orange fragments which appeared to be from the cartridge had to be removed from the pt using a grasping device. The surgery was prolonged for an unk amount of time since the pt was still in surgery.

Manufacturer narrative:
(B)(4) (B)(4). Info anticipated, but unavailable at this time.